Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced excessive halos and cannot function at night to drive. Clinical reason is patient experiencing positive dysphotopsia. The iol was planned to exchanged for toric monofocal lens. Additional information has been requested.